Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (504 mg/dl) and life-threatening ketone levels. The cause for the reported issue is unknown. No pump issues were identified. At the time of the call with tandem technical support, the customer had not yet been released from the hospital. The customer declined to provide further information.